Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), mechanical failure of the delivery system, and/or accessories potential risk of the tavr procedure. The delivery system was discarded following the procedure and was not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, while the exact cause of the delivery system balloon burst during valve deployment cannot be confirmed, in addition to the procedure itself, patient factors (¿one spot¿ of annular calcification) likely contributed to the reported event. The deployed valve was stable and no post dilation of the valve was performed. No consequences to the patient were reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, normal placement of the esheath and advancement of the commander delivery system and sapien 3 valve were reported. During the deployment of a 26mm sapien 3 valve, the delivery system balloon ruptured when the valve was fully deployed. The delivery system was able to be withdrawn through the esheath without difficulty. The valve was fully deployed and stable. No post dilation of the valve was required. No injury to the patient was reported. Per the 3mensio report, the native annular diameter measured 21.2mm x 26.8mm by CT. Mild annular calcification with one ¿spot¿ of calcium, mild native leaflet calcification and mild aortic root calcification was reported. The esheath and delivery system were discarded following the procedure. The valve remains implanted in the patient.